Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported entrapment of device associated with clip caught on chordae. The reported slda appears to be due to the clip being deployed with the chordae. The reported unexpected medical interventions were results of case-specific circumstances as the clip was deployed with the chordae and another clip was attempted to be implanted to stabilize. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 5. Two clips were successfully deployed on the tricuspid valve. To further reduce tr, an xtw clip was inserted and advanced into the right ventricle (rv). However, while in the rv, the clip became caught on chordae. Troubleshooting was performed, but the clip was unable to be freed. Although still attached to the chordae, the clip was able to be deployed on both leaflets. Shortly after deployment, it was observed the clip had detached from the posterior leaflet and remained attached to the septal leaflet (single leaflet device attachment/slda). To stabilize the slda, an additional clip was implanted, reducing tr to a grade of 3-4. There was no clinically significant delay in the procedure.